Event description:
Technician found bed with note that stated 'head section not staying up'. Technician found the head section would drift. Technician troubleshot and found the head motor bad. He replaced the motor to resolve the issue.